Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No sample was available for evaluation. Final quality evaluation was performed on 03/18/2014 and an investigation was performed by the third party MFR, (B)(4), on 03/17/2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: initiated discrepancy reports (dr) in (B)(4) system to conduct and document investigations; reviewed device history records (dhrs); reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. Two devices from different lots failed to hold water; therefore; a separate 3500a form has been completed under pt identifier#: (B)(4) and MFR report #: 2243969-2014-00124. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the fms balloon would not hold water, the syringe was attached when attempting to insert water into the balloon. The device was removed from the pt. Additional info received from the complainant on (B)(6) 2014 via voicemail reporting no new device inserted after first two failed. No untoward effect to pt from affects of two devices different lots.